Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a discrepancy between the number of delivered shocks and treated episodes in the arrhythmia logbook. Boston scientific technical services (ts) was consulted and confirmed through memory analysis that some of the shocks delivered are a result of induction testing and that it is normal device behavior not to store a rhythm strip of induced arrhythmias in the arrhythmia logbook. Ts also noted that the number of shocks delivered is inflated due to benign data corruption. Ts recommended normal follow up for the patient. The device remains implanted. No adverse patient effects were reported. It was also reported that the patient has undergone three additional surgical procedures since implant; two for hematoma evacuations and one for an electrode revision due to suboptimal positioning resulting in inadequate ventricular fibrillation (vf) termination.